Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that a 2.0x15mm nc traveler advanced to the moderately calcified lesion, in the distal left anterior descending coronary artery (lad) without resistance. Upon balloon inflation at 8 atmospheres (atm), for one second, the balloon ruptured. The device was removed without resistance. A non-abbott device pre-dilated the lesion and a 2.25x28mm xience alpine stent was successfully implanted, completing the procedure. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.